Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the indicated that they decreased charging from 4 to 2, and the burning has gone away. The patient stated that the issue of their ins heating while recharging has been resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient stated the last few times she charged her ins she would feel warm/hot inside her body where the ins is located. The patient stated the external equipment does not feel hot. The patient stated her skin does not feel hot either. During the call the patient deceased the temp/speed from 4 to 2. The patient was redirected to their healthcare provider (hcp) to discuss symptoms and check their ins. No further complications were reported. No additional patient symptoms were reported.